Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle pulled off of the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/12/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.